Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed middle of life (mol) with a battery voltage of 2.78 v. The gas gauge is at half way. There has been 0% pacing no shock delivery. There is a concern that the battery is depleting earlier than expected.